Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. Analyzed the case as no logs were available. And as per the comment provided on 11-jul-2025, system date and time was wrong. The analyst suspected this might have contributed to bootup issue. Apart from this, there was not enough evidence to know the exact root-cause of the issue. Codes: b01, c19, d15 h2) please see section d3-4 for updated manufacturer name and UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411r, product ID: 9735737, serial/lot #: 2.1.0, product ID: 9735764r, serial/lot #: (B)(6) UDI#: (B)(4). H3: a manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced. The naviga tion system then passed the system checkout and was found to be fully functional. The computer (product ID: computer 9735764r nav with pcoip s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was no failure. H6: codes d02, b01, c1 h3: apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)), the solid-state drive (ssd) (product ID: ssd 9736411r 2.5in s8 os 2.0.x duped rfb, serial/lot: unknown), and the software (product ID: sw kit 9735737 stealth s8 cranial, version: 2.1.0). Codes d14, b01, c19 apply to the computer (product ID: computer 9735764r nav with pcoip s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the camera cart displayed a "no source signal" message and on main cart gave the black screen with scrolling code. Troubleshooting steps included the manufacturer representative performing several hard reboots. The first two times, the system rebooted into the application normally, except the camera cart took much longer than normal to connect. The third reboot reproduced the black screen with white text. While doing another reboot, the manufacturer representative was informed by a nurse and then separately by another manufacturer representative that the system had booted into the black screen with white text a few times before this instance. The manufacturer representative stated that the incident happened four times prior to the date of this report and then twice while troubleshooting over the phone, where they performed several hard reboots. It was recommended to try swapping out the solid-state drive (ssd) with a known working ssd from another system. It was further reported that the manufacturer representative replaced the ssd, but the error booting still existed. Additionally, a message indicating ¿failed to start pulse audio¿ was appearing and the system would not boot to the login screen. It was noted that the computer would then be replaced since the ssd did not resolve the issue. No patient involvement was reported.